Manufacturer narrative:
Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of ventralex mesh, patient was diagnosed with bowel obstruction and underwent medical imaging technique. Note, the event date (25-feb-2025) is considered to be a best estimate based on the awareness date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh and partial omentectomy. Per operative notes, "the umbilical hernia sac was dissected free from subcutaneous tissue of the inferior aspect of umbilicus. The entire hernia sac was excised, and the incarcerated hernia sac was freed. The remainder omentum and preperitoneal fat were reduced. A ventralex mesh was placed into the fascial defect and sutured." (B)(6) 2010 - patient was diagnosed with small bowel obstruction. Attorney alleges that the patient had bowel obstruction, hernia recurrence and pain.